Manufacturer narrative:
No product issues were identified during the course of the investigation of the kit lot. Based on the review of the provided data, fifteen samples were identified as generating positive results with the cobas sars-cov-2 test, and the majority of these samples generated CT values near the limit of detection (lod) of the test. The differences reported between the cobas sars-cov-2 and non-roche platforms could be due to differences in the tests' sensitivities or due to possible workflow issues at the site. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A (B)(6) customer alleged discrepant sars-cov-2 results when comparing the cobas sars-cov-2 test, which generated positive or presumptive positive results, to other non-roche platforms (not specified), which generated negative results. The results generated with the cobas sars-cov-2 test were not released. It is important to note that the specific number of samples generating discrepant results was not revealed. The testing was performed as part of a community screening exercise. No patient information is available and no harm was indicated. One MDR will be filed, per FDA guidance.